Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed error message on the implantable cardioverter defibrillator (ICD).programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
The error message complaint was confirmed. Software analysis indicated that the application would crash when specific programming settings were used. This issue has been resolved in the latest software version.